Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2026 the patient began experiencing extreme dehydration and thirst. He checked his dexcom cgm and observed a signal loss alert. He also checked his omnipod 5, which was similarly displaying signal loss and was not delivering insulin due to the loss of communication. Because he was actively conducting the tour, he was unable to perform a blood glucose meter (bgm) test at that time. As his symptoms worsened, he collapsed on a side street. Emergency responders arrived, and firefighters were the first to provide assistance. They performed a blood glucose test, which reportedly resulted in a reading of (B)(6). At that time, both the dexcom cgm and omnipod 5 continued to display signal loss. The patient stated that he remained conscious during the incident and was subsequently transported to the emergency department by emergency responders. He reports having limited recollection of events that occurred after arriving at the hospital on (B)(6) 2026. The patient was treated with intravenous (IV) insulin treatment and remained hospitalized until (B)(6) 2026. No test at hospital confirmed that he experienced dka. The patient was under ongoing care and treatment with his endocrinologist through follow-up office visits at the time of the report. He was feeling physically unwell, disappointed, and distressed. No other details were documented. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.